Manufacturer narrative:
Additional manufacturer narrative: the aquabeam robotic system was not returned for investigation as it is currently in use at the user facility. The investigation consisted of evaluation of the information received plus a review of the event log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system event logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) was conducted for ab2000-b rev g (B)(4) which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure:. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation a root cause for the reported event could not be determined. Prostate capsular perforation is a potential risk of the aquablation procedure. Based on the information received, plus the review of the event log files, DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware of a prostate capsule perforation during an aquablation procedure. It was reported that the patient had a catheter in place along with drainage ports and additional intervention will be required to repair the prostate capsule perforation. No malfunction of the aquabeam robotic system was reported during this event. Per the manufacturer's instructions for use, prostate capsule perforation is a perioperative risk of the aquablation procedure.